Manufacturer narrative:
No product has been returned for investigation nor were radiographs or CT images provided to confirm the alleged event. No patient bone quality report was available. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "...potential risks identified with the use of this system, which may require additional surgery, include: nonunion or delayed union; infection..."

Event description:
On (B)(6) 2018, patient underwent a posterior lumbar interbody fusion at l2-l3 levels and a posterior spinal fusion at l2-l4 levels. As per reporter post-operative images revealed bone nonunion and a loose screw at l2 level. On (B)(6) 2019, a revision procedure was performed. A cage was removed, and iliac bone was inserted. The loose screw at l2 was removed and construct was extended to t12 level.